Event description:
It was reported that the system was not saving patient information. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.